Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. DHR was reviewed and no discrepancies related to the reported event were found. The root cause is attributed to a manufacturing issue exacerbated by a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, this complaint product didn't work even the motor at all from the start of use. There was no patient impact. Due diligence is complete. No additional information is available. During device evaluation, the batteries were leaking electrolytes.